Event description:
It was reported that during testing conducted at the manufacturer facility the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unintentional activation was confirmed by a manufacturer repair technician through functional evaluation. Potential causes of the reported event include a worn trigger assembly. The device was repaired and returned to the manufacturer loaner pool.